Event description:
Procedure type: wedge resection. According to the reporter: this reload was used on wedge resection to young adult. After staple firing, there was air leak. So he had to staple extra margin to recover it. The current condition of the pt is fine. There was not any reinforcement material used in conjunction with the stapling device. The surgical time was not extended by more than 30 minutes due to the product problem. The subject device will be returned for investigation.

Manufacturer narrative:
(B)(4).